Event description:
As reported for this event by the customer, during set up for a therapeutic laparoscopic procedure the device gave an error code after starting up. Black out of front panel was indicated. There was no patient involvement as patient was not under anesthesia. The intended procedure was completed with another similar device with no more than 15 minutes delay.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, the black out of front panel at startup was confirmed. This is attributed to some faulty main circuit board. The first regulator unit was also defective, resulting in insufficient flow rate. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented, to provide additional information, based on the approved final investigation. And to correct section d9. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the insufficient flow rate was, due to a faulty primary pressure reducer. However, the definitive root cause of the faulty primary pressure reducer. And main board could not be determined. Additionally, the device alarmed at start-up and the display disappeared, due to the faulty main circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted for correction to UDI value.